Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The cp failed to purge/prime correctly. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The investigation into the reported purge leak - pump has been completed. The impella device was returned for evaluation. There was no issue found during the case. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.